Event description:
Case description: investigational results: novopen 4 - batch unknown no investigation was possible, because neither sample nor batch number was available. Mixtard 30 - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following; is non-reportable, malfunction, qc result, qc comment updated. Final report ticked. Expected date of follow up removed. Imdrf codes added. Evaluation inlight updated. Narrative updated accordingly. Final manufacturer's comment: (B)(6) 2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30. H3 continued: evaluation summary: novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event [preferred term] (related symptoms if any separated by commas) his mother had diabetic coma [diabetic coma] bgl reached 700 mg/dl [blood glucose increased] novopen 4 didn't inject insulin normally [device failure] dialing clicks were used [wrong technique in product usage process] case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "his mother had diabetic coma(diabetic coma)" beginning on (B)(6) 2024, "bgl reached 700 mg/dl(blood glucose increased)" beginning on (B)(6) 2024, "novopen 4 didn't inject insulin normally(device failure)" with an unspecified onset date, "dialing clicks were used(wrong technique in product usage process)" with an unspecified onset date, and concerned a 60 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , mixtard 30 (insulin human, insulin isophane) (40u-20u) from unknown start date for "product used for unknown indication", patient's weight: 90 kg patient's height and bmi(body mass index) not reported. Current condition: diabetes. (Type and duration not reported) treatment included - insulin (unspecified insulin) concomitant:oral anti-diabetic medication (unspecified) on an unknown date patient was hospitalizd due to diabetic coma and bgl(blood glucose) reached 700mg/dl due to novopen 4 didn't inject insulin normally. The patient was discharged from hospital on (B)(6) 2024. No force needed to inject the product. Re-suspended the insulin before use. Dialing clicks were used to estimate the dose of the product.there were no changes in diet and exercise level . The needle was attached in 180 degree. There was no change from another pen. Cartridge holder wasn't detached. The patient was adhering to her antidiabetic medications patient did not used any oral anti-diabetes medication batch number of novopen 4 not reported batch number of mixtard 30 requested action taken to mixtard 30 was not reported. On 24-jun-2024 the outcome for the event "his mother had diabetic coma(diabetic coma)" was recovered. On 24-jun-2024 the outcome for the event "bgl reached 700 mg/dl(blood glucose increased)" was recovered. The outcome for the event "novopen 4 didn't inject insulin normally(device failure)" was not reported. The outcome for the event "dialing clicks were used(wrong technique in product usage process)" was not reported. Since last submission, the case has been updated with the following; patient information added(weight) narrative updated accordingly. References included: reference type: e2b company number reference ID : (B)(4) reference notes: